Event description:
Health professional reported that pt was treated with juvederm ultra plus xc in the nasolabial folds and "was ok, fine for about two weeks" but now "is having a lot of swelling, redness and hardness" at the injection site. Health professional added that the affected area "is palpable." Per the physician keflex, prednisone taper, and topical nupercaine with hydrocortisone were prescribed to both hasten the resolution of the pt's symptoms and to prevent worsening of symptoms that may lead to permanent damage.

Manufacturer narrative:
(B)(4). Device evaluation: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and sterility test are registered as conforming. The attributability is then impossible to determine.